Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a lead revision performed six weeks ago. No further details or pt symptoms were reported related to the need for the revision procedure. The pt recovered without sequela from the procedure. A f/u report will be filed if add'l info becomes available.